Manufacturer narrative:
One device was received for evaluation. The returned sample did not meet specification as received. The investigation identified the root cause of the reported event to be a damaged monopolar 1 receptacle. The monopolar 1 receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device switch always turned on and cannot turned off. There has an error 248 "fpfcba" showed. There was no patient involvement.